Event description:
It was reported the customer's threshold suspend would be falsely triggered. Customer stated their blood glucose would be between 150 mg/dl and 170 mg/dl and the threshold suspend feature would be prompted. The customer stated their threshold suspend limit was set to 70 mg/dl. It was also reported the customer was experiencing high blood glucose around 300 mg/dl. The customer stated bolusing did not resolve their high blood glucose. Customer will be meeting a representative to resolve the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.